Event description:
(B)(4). I started having extreme abdominal pain in (B)(6) 2016. After multiple trips to my doctor I opted for laparoscopy to look for a reason for my pain after other options did nothing for me. The doctor found my essure coil migrated and embedded in my uterine wall. I have a hysterectomy and bilateral salpingectomy scheduled (B)(6) 2017.